Event description:
Customer reported that during irrigation and before intraocular lens (iol) implantation, the cannula detached from the syringe and entered the patient's eye. As a result, the patient had a retinal hemorrhage, hematoma of the ciliary body and a retinal detachment. The patient required a second procedure to repair the retinal detachment. There is still hemorrhage present in the vitreous body. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.